Manufacturer narrative:
Tracking #.45642. Date sent: 11/10/1998. Device not returned for analysis.

Event description:
It was reported the device was used during hernia repair procedure. It was reported by the affiliate that the device jammed. There was no patient consequence.